Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 28 mg/dl. The father of the customer reported that the customer treated with food and glucose tablets. Troubleshooting was done. The father of the customer will contact the health care professional to see what changes were needed to be done to the basal rates programmed on the insulin pump. No additional information was provided.